Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 432 mg/dl. The customer was treated with manual injections. Declined troubleshooting was declined for high blood glucose. The customer reported that they took out the battery of the insulin pump for surgery. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.